Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Incomplete. The lot number is unknown.

Event description:
It was reported by the affiliate that during a rotator cuff repair it was found that the eyelet of the 4.5 healix advance br3sut w/oc had broken and only the suture was remaining. The heavily damaged anchor was removed. No patient consequence and no surgical delay was reported. No additional information was provided. Additional information provided by the affiliate reported the device is available for return.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during a rotator cuff repair procedure, the eyelet of the anchor had broken, and only a suture was remaining, the heavily damaged.the surgeon commented that faster hydrolysis might have triggered the eyelet breakage in the early postoperative stage and eventually the rotator cuff tear recurrence. The complaint device was received and inspected. Visual observation confirms that the anchor is completely broken. There is some tissue debris and blood on of the anchor. The damage observed on the anchor is consistent with historical investigations in which it was determined that the possible root cause was likely a combination of torque, bending, insertion due to heavily force applied in the procedure. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.